Manufacturer narrative:
(B)(4). The xience pro x device is currently not commercially available in the us; however, it is similar to a device sold in the us. There was no reported device malfunction and the product was not returned. Thrombosis is listed in the xience pro x everolimus eluting coronary stent systems instructions for use as known patient effect of coronary stenting procedures. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record could not be conducted because the part and lot number were not provided.

Event description:
It was reported that the procedure on (B)(6) 2016 was to treat a 100 % stenosed lesion in the proximal left anterior (lad) coronary artery. An unknown xience pro x stent was implanted with good results. On (B)(6) 2016 the patient presented with subacute stent thrombosis in the xience pro x stent in the lad. Three unspecified xience stents were implanted proximal and distal to the first xience pro x stent. The thrombosis was treated with a drug eluting balloon and an unspecified non-compliant balloon catheter. The patient is doing well. There were no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.